Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. The issue did not lead to the customer's blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact. The customer tried different charging equipment and resolved the issue using a non-tandem charging cable and wall adapter. Technical support will send replacement tandem charging supplies and advised the customer on steps to take when the pump shuts down, including resetting certain features and monitoring the device.